Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of additional information, it was determined to be not reportable as there is no failure alleged against the device and the patient does not need a revision. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient who underwent a total hip arthroplasty on an unknown date has been indicated for revision of the liner due to unknown reasons. No revision has been reported to date.